Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 417 mg/dl. The customer did not provide information about symptoms and treatment. Customer had a problem with his quick set. Customer could not get the set connected back to the set. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.